Event description:
A male with a history of congestive heart failure, bph, parkinson's, and s/p cholecystectomy admitted for pneumonia/sepsis. Developed b/1 lower extremity dvt - 1t pop & rt femoral vein/pop, pt b/1 iliac veins - with lgib. Ivc filter placed ? 2 days: 1t iliac vein thrombosis - ivc could not be visualized - with b/1 leg swelling. Pt died on pod 28 from mosd. Dates of use: 2000 - 2008. Diagnosis or reason for use: lower extremity deep venous thrombosis; contraindication to/failure anticoagulation.